Event description:
It was reported that evlw (extra vascular lung water) values were not reflective of the patient's clinical status. When the first series of boluses were performed at the beginning of coronary bypass surgery, the cardiac output values correlated with the patient's condition; however, suspect high values for evlw (22 ml/kg) were also observed. No issues were noted regarding bolus temperatures or delta of temperatures, and no alarms were reported. The device was removed from service and returned to edwards for evaluation.

Manufacturer narrative:
The customer's complaint of evlw (extra vascular lung water) values failing to correlate to the patient's status was unable to be confirmed through evaluation. Examination of the returned ev1000 was unable to detect any failure of the device to function as intended. The ev1000 was tested per the established sop requirements using a plum simulator and the returned system ac adaptor. The device appropriately zeroed cvp/ap and monitored co, svi, and scvo2 for over 5 hours. During the 5-hour burn-in testing, results were collected and confirmed to be within expected range. Bt/it range was also analyzed and found to be within product specifications. The system was turned on and off over 5 times and powered up normally. No other defects or damage was observed or noted on the databox or the pc panel during the visual inspection. The monitor was manufactured 28-april-2011 and review of the device history record supports that there were no non-conformances noted during the manufacturing of the device for any reason. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the referenced device to function as intended.

Manufacturer narrative:
The referenced device has not been returned.the referenced device was not returned for evaluation, nor was a download of the clinical data provided. With such limited information, it is not possible to determine if a product failure occurred, or identify potential contributing clinical factors. The file will be re-opened and a follow up communication submitted should the information become available.

Manufacturer narrative:
The device evaluation was not yet completed at the time of this submission. Evaluation, device history record review, investigation and conclusion will be communicated in a follow-up submission.